Manufacturer narrative:
One 10f guidestar steerable guiding sheath was returned under RMA# (B)(4) with the dilator. There were no other accessories. No visible blood was found on or inside the sheath or dilator as the product was already decontaminated and pre-analyzed by a 3rd party. Note: the analyst was unable to conduct a fully comprehensive examination because of the third-party decontamination and analysis that was completed prior to the device's arrival at oscor. According to the event description summary, the sheath exhibited abnormal resistance with deflection, during mapping. The sheath was received charred and/or melted for approximately 2cm in the deflection section and the tip of the sheath looked melted and chipped off. The sheath could not be expected to completely deflect in its received form, but it did partially deflect on both sides when the deflection collar was rotated without experiencing any unusual resistance. Sheath material debris can be seen on the table after trying to deflect the tip. The aforementioned damage revealed the extent of the damage to the deflection section of the sheath. Per qa procedure (destino steerable guiding sheath in-process and final inspection) deflection test: perform deflection test according to procedure. The deflection test is performed by manufacturing personnel at 100% and inspected by quality assurance personnel through aql as established. Using the deflection inspection fixture, verify the centerline of the sheath meets the applicable deflection criteria. Before to starting to deflect the unit please ensure that the distal tip of the sheath is aligned with the distal engraved line of the template. For bidirectional models, deflect the device until the curve falls within the applicable deflection template. Verify the deflection to be 170° (nominal 180° - 10°) in both (opposing) directions from the straight position of the sheath distal tip by sweeping the full template. Per IFU: verify deflecting and straightening of the distal section of the steerable sheath using the handle of the sheath. Refer to "deflecting and straightening the steerable sheath" for instructions. Twist the deflection collar slowly and carefully to deflect the distal tip. Caution: the sheath will deflect at the speed which the deflection collar is turned. Avoid rapid deflection that may cause vessel damage. When the desired deflection point or site access is achieved, stop turning the deflection collar. Caution: to ensure retention of the desired deflection position(s), avoid contact with the deflection collar that may cause the sheath to change deflection shape. Do not deflect the sheath with dilator or with the device inserted. Caution: when in the deflected position, the steerable guiding sheath should not be rotated while encountering resistance since that could severely damage the vessel, heart chamber, or anatomy of the patient. Returned device analysis revealed the sheath was within manufacturing specifications. When the sheath was tested, it only partially deflected in both directions since it was received in such damaged condition. The deflection test is performed by manufacturing personnel at 100% and inspected by quality assurance personnel at an aql level. According to the device history records, the sheath passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and mechanical testing. No manufacturing defects were found. This sheath was subjected to stresses beyond its capabilities during use out in the field. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Multiple attempts were made to obtain the device, but the device has not returned for evaluation. There was no adverse event with the patient. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. The customer reported that during an atrial fibrillation (afib) procedure an abnormal resistance with deflection occurred. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
External reference: (B)(4): during an atrial fibrillation (afib) procedure an abnormal resistance with deflection occurred. The customer stated the event occurred during intra-op. Abnormal resistance with deflection, during mapping. The device deficiency did not lead to an adverse event. In the opinion of the investigator, device deficiency could have led to a sade (medical, safety, device suggest to this list) or usade (unanticipated serious adverse device effect). The device was returned to the sponsor. Patient is a 68-year-old male. 04/26/2024: in the opinion of the investigator, an operator insisting on using a deficient sheath can cause tamponade due to perforation. The build quality of the sheath is suboptimal. Patient weights 78kg, height 178cm.